Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
The customer reported battery is not charging. There was no patient involvement.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020. The contact center manager confirmed the reported issue. Service mode status of battery volts display value 0.00 was observed. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.